Event description:
Caller reported advantage result of 330 mg/dl, doctor's system result of 113 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.